Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that ophthalmic surgical knives were found to be dull. The procedure details and any patient harm were not reported. This report pertains to one of two reports from the same facility. Additional information has been requested